Event description:
Reportedly, fired, but the tissue could not be cut completely. Since the surgeon removed the device by force, the tissue broke. Treated the tissue with hand sewing. Procedure: lar double staple.